Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024, it was reported that the patient's infusion set was leaking at quick release. Moreover, the infusion set was used four to five hours. No further information available.